Event description:
It was reported that the patient was hospitalized for sepsis and was found to have an infected right shoulder joint and vegetation on the leads. Blood cultures were positive for (B)(6). The device and leads were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable bi-ventricular defibrillator (B)(6) 2012; 419688 implantable pacing lead (B)(6) 2012; 1688tc competitor implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.